Event description:
The customer reported the system shut down on its own, and the monitor is not working. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned dirty contacts on on/off switch. System operates as intended. This event was re-evaluated on 01/15/2010 and determined to be reportable. (B) (4)